Manufacturer narrative:
The instrument was inspected and the ict probe was found to be dirty. A ticket search by product lot found no other complaints. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. A malfunction was identified. Based on the information within the complaint record, the device failed to meet performance specifications or otherwise perform as intended at the customer site. Use error may have contributed to the customer's issue as error codes indicate sample handling issue and/or dirty cuvettes which may contribute to false results. However, a systemic issue and/or product deficiency was not identified.

Event description:
The customer stated that a falsely decreased architect sodium result of 113 mmol/l retested at 141 mmol/l. No adverse impact to patient management was reported.